Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy drainage, fever and stomach pain. On the same day as the event onset, the patient was hospitalized and was treated with fortum (500mg, intravenous, ongoing) and cloxacilin (500mg, intravenous, ongoing) for the event. At the time of this report, the patient was reported to be "free from fever and had no more cloudy drainage after the first loading of unspecified intraperitoneal antibiotic" however, the patient remained hospitalized due to another indication and will be discharged once the issue resolves. The cause of the events and action taken with pd therapy were not reported. The reporter declined to provide additional information.